Event description:
It was reported that the patient's blood glucose level reached 380 mg/dl while the pod was worn between 5 and 25 hours. The cannula did not deploy during the activation process. Details regarding treatment were not available and the pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.